Event description:
During an esophageal dilation, a cook hercules 3 stage esophageal balloon was used. The balloon was advanced through the endoscope and into position inside the esophagus. The balloon was first inflated to 18mm, held for a minute and then deflated. The physician dilated the balloon to 19mm and noticed that the balloon was not holding pressure. The dilation balloon broke in the pt. The cook (B)(4) syringe that was used, was a used syringe. The same observation was made with two (2) devices. See mdrs 1037905-2012-00682 and 1037905-2012-00683. The pt was monitored overnight in hosp. A perforation in the pt's esophagus occurred and the pt may need surgery. Upon f/u with the medical facility, we were informed of the following: the pt did not require any additional procedures and the pt was released from the hosp. The pt is in stable condition.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed a leak on the proximal end of the balloon where the balloon attaches to the catheter. The leak occurred with 3.5 atm of pressure on the device. The balloon did not hold pressure and cannot perform in this condition. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. According to the report given, negative pressure was not applied to the balloon prior to advancement through the endoscope and that the cook (B)(4) syringe that was used had been used previously. The instructions for use for the cook hercules 3 stage esophageal balloon states: "maintain balloon deflation with negative pressure." This is a potential root cause for the reported observation. The instructions for use for the cook (B)(4) syringe states: "this device is designed for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. Perforation is listed as a potential complication associated with gastrointestinal endoscopy. Another possible contributing factor to balloon material leakage is inadequate lubrication of the balloon with lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. A balloon material leakage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.